Event description:
The reporter stated that they did meter to hcp meter comparison tests, about an hour and 45 minutes apart. The test on the doctors meter (also a surestep) was in a fasting state, with a reading of 68 mg/dl. The reporter's meter test was done later, in a fed state. With a reading of 148 mg/dl. They did not have any symptoms. On followup, the reporter stated they they had done 2 control tests, and has not experienced any problems. No harm was alleged.